Manufacturer narrative:
Findings: pump received with blank display due to corroded battery cap contact. Pump was tested with a good battery cap. Also received normal operating currents. No blank display and no low battery alarm during testing. No damage found on the lcd isolation tape noted. No moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, corroded battery tube, stripped battery cap(p) coin slot and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump was exposed to fluid. Customer's blood glucose was unknown mg/dl. The customer reported that the pump was exposed to moisture. The customer removed battery and it felt moist. The customer reported fluid in the battery compartment. The customer was advised to clean out the battery cap. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 200 mg/dl. Customer stated the spring is corroded and there is something white at the bottom of her battery compartment where the spring is. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.